Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 2mm x 40mm x 145cm coyote es was advanced for dilatation. However, upon first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.